Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2018-06331 and 2134265-2018-06332. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled; however, it froze while it was being used. During auto pullback, upon pulling the motor drive about 5 to 6cm a reboot message was displayed. When ok was clicked, the image suddenly turned blue and it became unable to manipulate. The ilab system was checked onsite and the software was upgraded. After this, pullback functional check was performed more than 10 times with no problem. No patient complications were reported.